Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: dura duration all poly pat med; cat# 6642-2-100; lot# 00084368. Duracon modular non-beaded cr femur asy; cat# 6632-0-525; lot# nveb. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mcl005. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mcl005. Simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mcl005. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the right knee. Patient called stating she had bilateral knee replacements done. She reported pain, swelling, difficulty walking and discomfort. Patient would like to know if her implants are part of a recall.